Manufacturer narrative:
Analysis of the returned device identified: creases fold, wear abrasion and opening curved on patch\shell bond edge leak test and microscopic analysis was performed which identified: sharp opening on patch\shell bond edge and observed void on valve side within specification per (B)(4) (texture side) is not considered a workmanship. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on patch\shell bond edge due to an unidentified (tear) opening.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.